Event description:
The facility reported a colleague infusion pump with the reported condition where "channel c is unresponsive." It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "814:04 in channel c. Channel c is unresponsive" was confirmed during product evaluation. The root cause was determined to be a defective channel c pumphead module (phm). The channel c phm was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.